Manufacturer narrative:
The reported event was addressed with phone support. The technical service engineer (ts) recommended to customer to remove the endoscope from the universal surgical manipulator (usm) and reseat it in order to resolve the reported problem. When the customer reseated the endoscope, the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated endoscope.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, a nurse called in to report they had mirrored image when using the 30-degree endoscope installed on the universal surgical manipulator (usm) arm 3. They moved one usm to gain clearance when this happened. Before calling technical support, they had power cycled the system with no improvement. They removed the endoscope and reattached it, which correcting the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and found no error. The tse informed that the issue could be due to a sterile adapter/endoscope not properly seated or a mechanical issue on the endoscope rotational axis. The procedure was completing as planned with no further issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was perfectly installed and had no damages observed. The patient did not suffer any injury.